Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Date of issue is an approximation. The reaction was located on the abdomen and was described as itching and open sores when she took off the sensor. On (B)(6) 2016, patient does not recall if she went to her endocrinologist or primary physician, to receive treatment for the reaction. However, she was medically advised to use over the counter benadryl to treat the affected area. At the time of contact, the patient was not experiencing any skin reactions. No additional event or patient information was provided. No product or data was returned for investigation. However, a photograph was provided and evaluated on 01/30/2017. The complaint of a skin reaction was confirmed. The root cause could not be determined.